Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump had rainbow effect and unresponsive buttons. The retainer ring was clear, clock ran slow. The volume of alarm was diminished, backlight was not as bright. The screen sticker had fallen off and was able to see behind the screen. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.